Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for failed back surgery syndrome and spinal pain. The rep reported an out of regulation (oor) error message on the patient programmer and clinician programmer. They noted that there were no falls or trauma related to the oor. The rep stated that there were impedances greater than 4000 ohms. The rep reviewed that many contacts were greater than 10,000 ohms when testing at .7v. Impedances were greater than 20,000 ohms when testing at 1.5v with reference 2. It was reviewed that high impedances are not the root cause for the oor. It was also reviewed to decrease amplitude and increase pulse width to therapeutic effect. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that no actions or interventions were taken to resolve the oor message and high impedances. They stated that the cause of the issue is unknown. No further actions or interventions were reported or anticipated.